Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station displaying a black and blue screen. A technical support specialist confirmed with the unit that the zb03-or10 med application was operational and that there were no issues with the machine. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system unexpectedly displayed a black and blue screen. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.